Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer drank soda to address bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.